Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked insulin pump belt clip slot.

Event description:
Customer reported that he was programming the insulin pump when he received a button error alarm. Customer does not recall any significant events leading to the alarm or if a button was pressed for more than 3 minutes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.